Event description:
It was reported a filter did not appear to open completely following difficulties during deployment via a jugular approach. Uneventful retrieval of the filter with a snare followed. Another filter was placed, and while asymmetry of the filter legs was noted, the physician felt the pt was adequately protected and another filter was not placed. The pt's condition is good. Only a filter was received, evaluated and retained by this MFR. No other components were returned for evaluation. No problems were noted with the returned filter. It was indicated the filter was flushed once when taken out of the package and once prior to deploying the filter, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter. The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."